Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/2/2023, it was reported by a sales representative via email an ar-1588rtt2-ib fibertag tightrope ii needle broke off the suture when taking it out of the card. The implant did not come in contact with the patient or the graft. This was discovered during a procedure on 10/31/2023. Additional information received on 11/2/2023: this was discovered during a quad tendon aclr procedure, and it was completed using another ar-1588rtt2-ib fibertag tightrope ii.

Manufacturer narrative:
The complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is a user error excessive force during the suture tensioning.